Event description:
The customer reported that the set cracked when removed from the patient on an unknown date. The customer reported the luer lock connector broke. This condition occurred during patient use with an unknown drug. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
The customer returned 2 actual samples for evaluation. The reported condition of "set cracked / luer connector broke" was confirmed in both samples. A visual inspection found a broken male luer lock in each sample. A scar (supplier corrective action report) was submitted to the support of this component.